Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this tachy device exhibited high out-of-range shock impedance measurement of greater than 200 ohms. Boston scientific technical services (ts) discussed possible causes and provided troubleshooting options. Attempts to obtain additional information were unsuccessful. The status of this device is unknown as of the moment. No adverse patient effects were reported.